Event description:
A minimum fill notification was reported by the caller. There was no reported impact to the customer¿s blood glucose level. The customer successfully reloaded the cartridge on their own and completed the process, resuming their insulin delivery without further assistance from technical support.